Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. With another battery attached, the device behaved normally. No sources of high current drain were found. The battery was tested on the bench and on our automated testing equipment and no anomaly was found. The battery was returned to the manufacturer for additional analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert. Interrogation of device found a low battery voltage and a extended charge time. Device was explanted and replaced.